Manufacturer narrative:
Analysis of lead sc-2352-50 (serial (B)(4) revealed that the complaint of lead damage has been confirmed. Visual inspection revealed that the top three electrodes are separated from the distal end. Electrodes 1-3 were not returned. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle bevel is facing down or the angle of the insertion needle is greater than 45 degrees when the lead was retracted from the needle. Based on the dfu, an angle of more than 45 degrees increases the risk of lead damage.

Event description:
A report was received that during the implant procedure the physician tried to insert the lead but the lead was blocked and broke. The lead was removed but three of the lead contacts remained implanted in the patient. The physician implanted the patient with a competitor device instead.

Event description:
A report was received that during the implant procedure the physician tried to insert the lead but the lead was blocked and broke. The lead was removed but three of the lead contacts remained implanted in the patient. The physician implanted the patient with a competitor device instead.

Manufacturer narrative:
Correction to initial and follow-up MDR in field e1: initial reporter first name

Event description:
A report was received that during the implant procedure the physician tried to insert the lead but the lead was blocked and broke. The lead was removed but three of the lead contacts remained implanted in the patient. The physician implanted the patient with a competitor device instead.